Manufacturer narrative:
The technician found a loose connector on the utv circuit board coming from the right siderail connector. The technician replaced the utv circuit board to repair the bed.

Event description:
Info received indicates the bed exit will not send a nurse call.